Manufacturer narrative:
This report is submitted on march 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2018 due to infection at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.